Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt experienced facial nerve stimulation on many electrodes. No auditory sensation on electrodes 10, 11 and 12. On electrodes 2, 3, 6, 7, 8 and 9 painful sensations and facial stimulation were reported. In (B) (6) and (B) (6), 2 electrodes were involved in a short-circuit, which showed status 'ok' again at a later date. Pt was seen in (B) (6) 2008 to improve fitting. At that time 4 electrodes were inactivated. Currently, the pt receives no more benefit from his cochlear implant. Testing shows all electrode channels with status 'ok'.